Manufacturer narrative:
The device was returned to boston scientific for analysis. The faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the shaft tip and dilator tip were noticed. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity. The compatibility assessment of the returned sheath and dilator demonstrated a successful insertion. To further investigate potential insertion difficulties, the returned dilator was tested with a "known-good" sheath, resulting in a successful insertion. A "known-good" dilator was also successfully inserted into the returned sheath. Under microscopic examination, damage was observed at the distal end of the shaft tip and at the distal end of the dilator tip. Examination inside the valve hub identified excess adhesive on the inner rim of the shaft which likely contributed to the damage at the dilator's distal tip during a previous attempt to insert the dilator. To further evaluate the compatibility of the returned sheath and its native dilator, the device and accessory was measured and compared to the design specifications. Based on the data collected during dimensional inspection, the two dimensions were found to be in conformance with the design specifications and correlates to the result of the device-to-device interaction test.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was taken out of the package and flushed with heparanized saline. The dilator was loaded into the sheath and when the physician tried to insert the device noticed that it would not pass. The device was removed and it was noticed that the tip of the sheath was bunching and splitting. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was taken out of the package and flushed with heparanized saline. The dilator was loaded into the sheath and when the physician tried to insert the device noticed that it would not pass. The device was removed and it was noticed that the tip of the sheath was bunching and splitting. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.